Event description:
It was reported the control modules lcd screen will not stay upright and the display screen will go out intermittently. There was no pt involvement.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.